Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During tka surgery, the insert trial was broken when the surgeon was inserting it to the patient.

Manufacturer narrative:
An event regarding crack/fracture involving scorpio trial was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection shows that the trial was fractured. Impact damages were observed on the distal edges of the device. Mar evaluation noted there was damage on the articulating surface of the trial, explantation damage and damage consistent with contacting the baseplate. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the visual inspection concluded that the trial was fracture. Returned device was consulted with material analysis engineer who concluded that there was damage on the articulating surface of the trial, explantation damage and damage consistent with contacting the baseplate. No further investigation for this event is possible at this time. If the additional information will be received, this investigation will be reopened and re-evaluated.

Event description:
During tka surgery, the insert trial was broken when the surgeon was inserting it to the patient.